Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked due to loose connection. It was further reported that "the heater bag came out of the heater pan and a leak was noted from the hose (tubing)." The line came loose which caused the heater bag to fall. This occurred during dwell one of four of peritoneal dialysis therapy. The patient ended therapy and used manual supplies. The patient would inform their peritoneal dialysis registered nurse (pdrn) regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.